Event description:
It was reported there were multiple episodes of pacemaker mediated tachycardia and inappropriate auto mode switch resulting in pacemaker syndrome. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.